Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019 due to skin overgrowth, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. The procedure was done under general anaesthesia and the patient was treated with antibiotics. This report is submitted october 15, 2019.

Manufacturer narrative:
This report is submitted on june 27, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the clinic, the patient required a skin revision for an unspecified reason.